Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5055927) in united states on 22-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Result and assessment of the product technical complaint investigation received on 12-nov-2015. Consumer reported in early 2011 she attempted to have the essure procedure, but the doctor was only able to put the coil into her left tube, her right tube was covered with scar tissue, so she ended up having to have her tubes tied anyway. She mentioned that on her left side she had both the essure and a clamp from the tubal procedure. Ever since she has had pain during intercourse and when it was her time of the month she had numbing in her left leg and stabbing pains in her left lower back. She has been to the doctor several times about it and they wanted to do a partial hysterectomy. The seriousness criteria disability was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4)6. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced stabbing pains in her left lower back. She has been to the doctor several times about it and they wanted to do a partial hysterectomy. This event was considered as serious (the term disability was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. Based on its nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded that a relationship between the reported medical event(s) and a quality defect is excluded. Further information has been requested.

Manufacturer narrative:
Follow-up received on 07-dec-2015: essure consumer general questionnaire was received. Case downgraded to non-incident information received from a (B)(6) female consumer who has no previous gynecological problems or procedures neither other relevant medical history nor concurrent condition. She stated that she was postpartum at the time of essure insertion. According to her, she experienced lower back pain, pain during intercourse and numbing leg. She saw her doctor concerning these events and they recommended a partial hysterectomy. She was not hospitalized. In addition, consumer informed that essure was not removed and stated that no date was set because she cannot afford to have it done just yet. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced stabbing pains in her left lower back. This event was considered as serious (the term disability was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. Based on its nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was initially regarded as incident due to a possible surgical intervention; however upon follow-up consumer stated the surgery was not performed and no date had been set until the time of her last report. Therefore, this case was downgraded to non-incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded that a relationship between the reported medical events and a quality defect is excluded. Follow-up with physician is being sought.